Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away at home five days post-implant. A company field representative interrogated the device post-mortem and requested boston scientific technical services (ts) review of episodes of the terminal event. The field representative noted that the physician suspected the patient experienced a catastrophic event from the implant procedure, possibly a pulmonary embolism. The patient was checked post-implant and was doing fine, but then suffered the adverse event while at home. The field representative did not have possession of the device, therefore did not believe that it would be returned. Ts reviewed episodes provided by the field representative. Episodes v3-v5 all showed signals sensed 1:1. There was one beat that was undersensed (episode v4), but would not have impacted the therapy decisions. The high voltage electrogram showed a wide pacing morphology with short bursts of what was likely ventricular fibrillation (vf) or a slow vf or vt. Ts noted there was no oversensing noted on the electrogram. Ts also discussed the possibility of entrance block. The field representative did not have the shock episode for ts to review, but did confirm that the shock appeared to convert the arrhythmia. The patient's condition worsened in which he eventually developed a rhythm that was untreatable by the device (i.e., agonal rhythm) and subsequently died. Additional information was provided that the physician reviewed the strips that were discussed and classified them as appropriate device function.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs and setscrews were intact. The interrogated monitoring voltage was 3.087v and the battery status was at beginning of life (bol). A review of the device memory noted no error messages. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.